Manufacturer narrative:
H3: product analysis of ped-400-25, lotno: b472142 .as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within dispenser coils. The pipeline flex embolization device was returned outside the catheter. However, the pipeline flex braid was returned stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with pads. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal ends of pipeline flex were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at 69.5cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The braid was removed from catheter hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance. The pipeline flex and phenom 27 catheter were found to be damaged. From the damages seen on the pipeline flex braid (fraying), hypotube (stretching) and catheter body (kinking). Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the during the pipeline push process, the stent was ready to be retrieved and deployed again, but the stent could not be retrieved by withdrawing the push guidewire. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery c6 segment with a max diameter of 8.9mm and a 6.5mm neck diameter. The landing zone was 3.5mm distally and 3.9mm proximally. It was noted the patient's vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 8mm. Dapt (dual antiplatelet treatment) was administered the pru level was double antibiotics for one week before surgery. The angiographic result post procedure showed contrast agent retention in the aneurysm. Ancillary devices include a 8f guiding sheath, navien 6f guide catheter, phenom 27 microcatheter, and syncro2 guidewire. Additional information was received that the ped was deployed about halfway, but was not satisfied with the position and wanted to retract the stent, but found resistance and could not retract the stent. The stent could not be retrieved and the entire system was withdrawn from the body. Resistance occurred at the contact part between the stent and the microcatheter, and the stent could not be retrieved. There was no damage to the pipeline pushwire or catheter. A phenom 27 catheter was used.